Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# v005789, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that the recharger did not communicate with the implantable neurostimulator (ins). It was noted the patient had not used the ins for about a year. The reporter stated the patient went to the hospital for an unrelated reason and was not able to recharge the ins. It was noted the patient was not able to recharge in ¿(B)(6) 2012.¿ it was further noted the manufacturing representative met with the patient on the day of this report to do a physician mode recharge (pmr), but still got poor communication. It was noted the manufacturing representative attempted normal recharge, but was still unable to communicate with the ins. The reporter stated that before overdischarge, recharging was not an issue. It was noted the implant depth and location on the patient¿s flank appeared normal and the ins was easy to palpate. Additional information received reported that no diagnostics were able to be performed because the ins was overdischarged. It was noted the manufacturing representative did three pmrs and was still not able to get a normal recharge screen. The reporter stated the last time the patient attempted to recharge was in (B)(6) of 2012 after not using the ins for over a year. It was noted the patient had not felt the need to use stimulation so they never kept the ins charged. It was further noted the patient was going to think about having the ins replaced and there was no replacement procedure scheduled at the time of this report.